Manufacturer narrative:
As of today, the device has not yet been received for analysis. Should the device be received and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this device declared a error code for a charge time out. A save to disk was sent in which confirmed the charge time out. Thee manual capacitor reformations were performed with normal resulting charge times. No source for the clinical observation was able to be determined. Subsequently it was also noted that pace impedance measurements of greater than 2500 ohms on the right atrial (ra) channel had been recorded. The patient does not have an ra lead. Device replacement was recommended and performed. The device is to be returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. X-ray inspection noted no irregularities. Review of the recorded episodes did not reveal any irregularities. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times and inadequate energy output.

Event description:
The device has been returned for analysis.